Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that a piece of the ceramic sleeve was broken at the distal end. It was concluded that the damage was likely due to mishandling/misuse. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the broken ceramic piece could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that during the reprocessing of a da vinci permanent cautery spatula instrument, the tip of the insulation was chipping off of the spatula. Nothing reportedly fell into a patient, and no patient harm, adverse outcome or injury was reported.